Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 157 mg/dl. The customer also reported insulin was squirting out from the insulin pump during the manual prime. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. Customer also stated they were unable to exit from the prime sequence on the insulin pump. It was also found insulin continued to squirt out during troubleshooting with an infusion set change. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window and broken belt clip slot.